Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer2 not detected on bus and had multiple failures. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6)medical center. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxibus control board had no lights. A field service engineer (fse)identified and replaced the pyxis module control board, all cables and wiring were reseated, and the pyxis bus cable and retractor band were checked. The system was rebooted, verified as operational through the hardware test application, and the application was launched. User were then allowed to access and refill the pyxis. The system functioned as intended after the field service engineer repaired the device.